Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of a heavily scarred and moderately calcified right common femoral artery was attempted using a perclose proglide device. Reportedly, a needle-to-cuff miss occurred as indicated by no suture being present when the needle plunger was retracted. The device was removed over a guide wire and a second proglide device was attempted, but also resulted in a needle-to-cuff miss. After adjusting the angle of the device, a third proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be in-training in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The right common femoral artery was reportedly moderately calcified. The perclose proglide instructions for use state under special patient populations that the safety and effectiveness have not been established, in patients with femoral artery calcium which is fluoroscopically visible at the access site. The other perclose proglide device, referenced is filed under a separate medwatch manufacturer report number.